Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to debris in the j1 battery connector, causing the intermittent power connection. Additionally, there was contamination on components c7 and l2 on the ca board. The root cause for the defective j1 connector could not be positively identified. The root cause for contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.